Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. On (B)(6) 2012, the pt complained of abdominal pain, diarrhea and cloudy effluent. The pt was treated with ip antibiotics and effluent cultures were drawn. Product sample is available for evaluation and will be returned to the manufacturer for evaluation.